Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Complaint sample was evaluated and the reported event was confirmed. The part was examined and found to have a broken washer at the proximal end of the shaft. The weld between the spring and washer was not completely around the part, and the spring was not ground per print. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a supplier issue that is being addressed in an internal health hazard evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the instrument trigger of a black mamba instrument would not bite down during a rotator cuff procedure. There was a ten minute delay while a different instrument was opened, this was not a revision.